Event description:
It was reported that after placement of a viper sai polyaxial screw and during rod reduction, an expedium si set screw could not final tighten. The set screw was spinning. The set screw was removed intra-operatively, a second set screw was inserted, and that screw also could not be final tightened and was spinning. It was reported that the surgeon tightened the second set screw as best he could and that device remains in the patient. As the set screw may not be fully tightened, a medwatch report is being filed to document this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device was implanted.

Manufacturer narrative:
The set screw and concomitant device viper sai polyaxial screw, 188104770) remain implanted and are not available for evaluation. The concomitant device set screw, 188102000, that was removed intraoperatively was not returned. Reviews of the device history records cannot be performed as the device lot codes are unknown. The returned concomitant device innie torque driver (ie. Torque wrench handle 277040510) was functionally tested for torque was found to function correctly, meeting specification requirements. Review of the device history record for the torque wrench handle identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The root cause is undetermined as the sai screw and set screws were not returned for evaluation and the torque wrench is functioning as intended and within the specified torque requirements . No corrective action is required as we are unable to confirm the reported issue or identify the root cause and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.